Manufacturer narrative:
The device referenced in this report has not yet been received at shockwave medical, inc. Therefore, a physical examination has not been performed. Evaluation of the subject device is anticipated but has not yet begun. After the device is received and investigation is completed, a supplemental report will be submitted. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the left anterior descending (lad) arteries. The patient underwent a percutaneous coronary intervention (pci) due to non-st segment elevation myocardial infarction (nstemi). The target lesion was pre-dilated with both semi-compliant (sc) and non-compliant (nc) balloons. There was no pre-existing stent in the vicinity of the target vessel, however, resistance was met when attempting to advance the ivl through a coronary guide catheter towards the vessel. The catheter was inserted multiple times into the vessel and multiple attempts were made to cross. On the final attempt, the ivl balloon crossed but upon negative pullback of the indeflator, blood was noted to be coming through the inflation lumen indicating a balloon tear. Contrary to physician dictation, all cardiac catheterization laboratory (cath lab) staff maintained that the ivl balloon was never inflated in the vessel. After removal of the ivl balloon, no reflow was noted in the entire left coronary artery (lca) system. There were attempts made to re-establish flow and a 3.0 x 28mm synergy stent was successfully implanted, but the patient expired while on the table.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the difficulty to cross lesion, balloon tear, loss of lca flow, and subsequent patient death could not be definitively determined based on the information available. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping. Complaints will continue to be monitored for trending purposes.